Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had a motor position encoder error alarm. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed rewind test, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery and motor position encoder alarm confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.